Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her one touch ping meter was reading inaccurately high compared to her feelings and/or normal readings. The medical surveillance specialist (mss) spoke with the pt on october 13, 2009 and obtained the following information. The pt reported that the alleged issue began four days prior to contact to lifescan, when she obtained an alleged high blood glucose reading of "209 mg/dl" with the subject meter. The pt claimed she obtained "normal" readings the following day; however, on the next day (time unk) she obtained another alleged a high result of "308 mg/dl." The cca noted that the patient is on an insulin pump. As a result of the alleged high results, the pt claimed she gave herself a correctional bolus. On the same day, the pt stated that she developed a "rapid heartbeat" a symptom she associated with a high glucose. The pt stated the symptom was intermittent and confirmed that the results she obtained with the subject meter correlated with her feelings at that time. On the day lifescan was contacted, the pt also reported that she obtained a fasting blood glucose reading of "181 mg/dl" with the subject meter. In response to the result, the pt stated that she adjusted her insulin intake based on her carbohydrate intake and meter result. Approximately 3 hours later, the pt reported that she began to feel weak and shaky. At the onset of symptoms, the pt stated that she tested with the subject meter and obtained a result of "119 mg/dl." The pt claimed she then retested with the subject meter using a new vial of test strips and obtained a result of "79 mg/dl" and then treated self with food and/or drink. The pt stated that both tests were performed less than 10 minutes apart from each other. At the time of troubleshooting, the cca noted that the pt reported that the control solution test failed with the subject strips; however, passed when she ran it on the new vial of test strips. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.